Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer had inadvertently performed the load sequence while connected to the site. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged 6-8 hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.